Manufacturer narrative:
(B)(4). Event evaluation: the device was not returned, however, a review of complaint history, device history record and quality control was conducted during the investigation. Based on the information provided, there is no evidence to suggest that the device was not made to specification. As the device was not returned and very limited information provided regarding the event, the root cause for the experienced difficulty could not be definitively determined. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
Very limited information was provided, stating only that the valve of the introducer leaked. No information regarding patient outcome was provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The valve of the introducer leaked. Requested.